Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the device exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.